Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there are flow issues when delivering medication and issues with the roller clamps not opening. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Event description:
It was reported that unspecified bd¿ tubing had flow issues and the clamp was not opening. The following information was provided by the initial reporter: material no: unknown batch no: unknown event #1 it was reported that there are flow issues when delivering medication. Event #2 it was reported that there was issues with the roller clamps not opening. The library is great for a reference. However, the machine cannot deliver concurrent meds, we have to lower the primary bag for secondary bags to run in, very old school. Also we have issues with roller clamps not being opened which does not result in an alarm the machine will administer the primary fluid and never alert the staff the secondary is not running.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ tubing had flow issues and the clamp was not opening. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Event #1 it was reported that there are flow issues when delivering medication. Event #2 it was reported that there was issues with the roller clamps not opening. The library is great for a reference. However, the machine cannot deliver concurrent meds, we have to lower the primary bag for secondary bags to run in, very old school. Also we have issues with roller clamps not being opened which does not result in an alarm the machine will administer the primary fluid and never alert the staff the secondary is not running.